Event description:
It was reported that the customer experienced an issue with an instrument with broken cable. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation is in progress to determine the cause An RMA was issued to evaluate the Intuitive Surgical, Inc. (ISI) device. of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.